Event description:
Reference number: (B)(4). Event occured in qatar. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The infusion set was inserted in the buttock, as the patient had scar or hardened tissue where set was inserted which leads to infusion set bent cannula. The infusion set had been in use for a few hours. The elevated blood glucose level was treated using the insulin pen. No further information is available.